Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 253 mg/dl, 315 mg/dl, 600 mg/dl and 400 mg/dl. The customer¿s blood glucose level was 91 mg/dl. The customer was treated with manual injections and pump. The customer declined troubleshooting and stated that issue was with infusion sets. It was reported that the customer changed infusion set and the cannula was bent. The customer was advised to return the infusion set to medtronic if possible. The customer was advised customer to change the infusion set. The insulin pump will not be returned for analysis.